Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a brief loss of glucose data visibility indicated by three lines on the dexcom g7 display, consistent with a transient signal loss, after which blood glucose readings resumed without further assistance and without impact to blood glucose control. Symptoms included no reported adverse physiological effects. Outcomes included no effect on health status and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed a temporary communication interruption between the continuous glucose monitor and its display pathway, with normal function restored and no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss due to external or environmental interference.